Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold was defective. Additional malfunctions include the tie wraps were leaking, the f tube was damaged, and the hose clamps were leaking.